Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the pmcf study. Manufacturing records: prior to distribution, all zib6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label. As per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists stent occlusion as a potential adverse event that can occur. There is no evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to patient pre-existing conditions and/or known adverse effects. From the study it is known that the patient had pancreatic cancer. As per medical advisor input recurrent biliary obstruction (stent occlusion) along with the with cholangitis, fever and liver abscess was attributed to pancreatic cancer. As previously noted, stent occlusion, cholangitis, fever and liver abscess are listed as potential adverse events. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the treatment applied was endoscopic intervention dilation of prothesis and drain. On (B)(6) 2019, the patient died. Clinical input received stated that the device did not cause or contribute to the patient death but would likely be due to progression of pancreatic cancer. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-dec-2024.

Manufacturer narrative:
PMA/510(k) # k163018 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2019, the patient was treated for biliary obstruction due to pancreatic cancer with placement of a zib6- ? -10.0-40. No adverse events related to the procedure. Post-stent dilation was performed intra stent biliary obstruction (B)(6) 2019. Due to stenosis. No documented signs/symptoms. Intervention performed 7 days post procedure. Treatment endoscopic intervention dilatation of protheis and drain. The site determined the event to not be related to the study device or procedure, related to progression of pancreatic cancer. Cholangitis (B)(6) 2019. 13 days post procedure. Cefepime medical treatment. Fever (unrelated to infection) (B)(6) 2019. 15 days post procedure. No treatment. Liver abscess. (B)(6) 2019.cefepime medical treatment. Abscess drainage surgical treatment. Patient death 23-aug-2019. Unknown cause of death patient outcome: the reintervention for recurrent biliary obstruction was noted to be successful. On (B)(6) 2019, the patient died. The cause of death was unknown.